Manufacturer narrative:
Stryker evaluated the customer's device and verified and duplicated the reported issue. The cause of the reported issue was isolated to the power pcba. However, the device could not be repaired as the replacement parts are no longer available. The device was returned to the customer unrepaired and recommended for disposal. The customer was informed of the device's state and provided information on obtaining a replacement device.

Event description:
The customer contacted stryker to report that their device will not complete the boot-up cycle during power-up. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.